Manufacturer narrative:
The device remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this system, with a cardiac resynchronization therapy defibrillator (crt-d) and non-boston scientific right ventricular (rv) lead, exhibited noise on the rv channel, resulting in pacing inhibition greater than 2 seconds. Technical services (ts) indicated that if the rv lead was demonstrating advisory behavior, the recommended options include programming the device to electrocautery mode or replacing the rv lead. No adverse patient effects were reported. This device remains in service.